Manufacturer narrative:
(B)(4). The sample has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that air was observed in the patient line during fill one of four on the home choice (hc). The home patient (hp) was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) advised the home patient (hp) to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The return sample was visually inspected with the naked eye, and no issues were noted. Functional testing was performed, including leak testing, clamp function testing, clear passage testing, and the device run on a homechoice machine with no issues noted. The sample analysis determined the product to meet all specifications related to the reported problem, and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.